Manufacturer narrative:
Date sent to the FDA: 05/18/2021. Additional information: d4, d9, h4, h6. A manufacturing record evaluation was performed for the finished device lot number an7348, and no non conformances / manufacturing irregularities were identified. Additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty opened foil and a needle/suture piece of product code 813t was received for evaluation, the swage and attachment area was noted to be as expected, the suture piece body fluids, wavy and the end was noted cut appear to be by use of the surgical instrument. The functional test could not be performed due to the condition of the sample. No conclusion could be reached as to what caused the reported complaint. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. Additional information was requested and the following was obtained: in the physician¿s opinion, could delay of the procedure have contributed to a death or a serious injury to the patient? If yes, please provide details. No. Did the patient require extended hospitalization due to a medical condition caused by procedure delay? If yes, please provide details. No. Is the current patient status known? Well, recovering without complications. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Can the product be sent for analysis? (No and reason; yes and return status) yes, in safekeeping. What tissue was being approximated or sutured when it broke? Sub subcutaneous tissue lower abdominal incision.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.